Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges chronic sinusitis. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported cleaning their device with vinegar, water, and a mild antibacterial soap three times per week. The pms team states that the use of vinegar for cleaning the device may have caused irritation to the sinuses. Per dreamstation auto CPAP user manual, clean the non-heated tubing before first use and weekly and gently wash the non-heated flexible tubing by completely immersing in a solution of warm water and a mild liquid dish washing detergent. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.